Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Eval results: visual inspection of the returned ipg did not reveal any anomalies that would contribute to any complaint. The ipg was functionally tested and failed the magnetmode test parameter. The reed switch stuck in the closed position would cause this particular autotest failure. The can was then cut open and the top half of the ipg can was removed. Further analysis revealed the reed switch (swi) would stick in the closed position and not return to the "open" position. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-16182.